Event description:
Customer reported that she as receiving several low battery alerts and the display on the insulin pump was blank. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return but received a weak battery alert and battery out limit alarm. Battery cap replacement sent. Blood glucose value is 238 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.